Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer was analyzed and showed the imaging window was twisted, and the catheter, imaging window and sheath were kinked.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 100% stenosed, moderately tortuous, and moderately calcified subclavian. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion with a 0.018 guidewire. During the procedure, it was noted that the catheter invaginated on itself and was kinked at the tip. The guidewire and catheter were removed from the patient as one unit and were able to be separated once outside. The procedure was completed using a non-boston scientific device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 100% stenosed, moderately tortuous, and moderately calcified subclavian. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion with a 0.018 guidewire. During the procedure, it was noted that the catheter invaginated on itself and was kinked at the tip. The guidewire and catheter were removed from the patient as one unit and were able to be separated once outside. The procedure was completed using a non-boston scientific device. There were no patient complications reported.